Manufacturer narrative:
The customer discovered the leak was from tubing at valve vl27. A beckman coulter (bec) customer technical specialist (cts) assisted the customer via telephone in replacing the tubing at vl27. The leak and instrument errors was resolved. Bec field service was not dispatched for this event. (B)(4).

Event description:
The customer reported a coulter lh 500 hematology analyzer generated differential voteouts and error messages while processing patient samples. Upon further investigation, the customer found a leak. The volume of the leak was approximately 5 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no erroneous results reported out of the laboratory and patient treatment was not impacted in connection with this event.